Manufacturer narrative:
Final analysis found an external insulation abrasion at 51.2 cm to 52.8 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported electrical anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited loss of capture and a sensing anomaly. The patient also experienced pocket stimulation. No intervention was performed due to the patient's unrelated radiation therapies. The patient would be monitored.

Event description:
New information reported stated that the right ventricular lead was successfully explanted and replaced on (B)(6) 2015, during the procedure the physician noted an insulation breach.